Event description:
It was reported that the micro sagittal saw heated up during a case. A back-up was used to complete the case successfully without pt or user injury, or adverse consequences.

Manufacturer narrative:
Upon disassembly, the motor assembly was found to be corroded and the sag head assembly was found to be worn. The presence of corrosion in the motor and the presence of wear in the sag head assembly could cause or contribute to the handpiece overheating.